Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the post-implant, pre-discharge check noise and oversensing were observed. The clinical observations were believed to be caused by air bubbles. The device was programmed to monitor only and the patient was observed overnight. No further issues were noted. The device remains in service. There were no adverse patient effects reported.